Manufacturer narrative:
(B)(4). The patient involved in this event is a feline. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked between the tubing and the y-site during a dental procedure. This was reported to have occurred 30 minutes after the start of infusion of plasma at 20ml/hr to a feline patient. The device was being used with a flogard infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection of the set did not identify any abnormalities. The set was functionally tested by spiking the set into a 1000 ml bag. The set was reprimed without issue. The set was then underwater leak tested. No malfunctions were identified during the evaluation of the set. If additional relevant information is obtained, then a follow-up MDR will be submitted.